Manufacturer narrative:
Patient code: c64343 (revision surgery, pseudorthrosis). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: post-op CT shows fracture of l2 screw at gear point following stabilization of an l1 burst fracture. Operation notes were not provid ed, but no bony arthrodesis was performed. This is the expected result after short segment stabilization of a spinal segment. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2014, patient underwent fracture bracing surgery due to l1 burst fracture at levels t12- l2. Post-op, screws broke. Patient did not achieve fusion as broken screws lead to mobile site. No fragments remained inside the patient. Patient underwent revision surgery for the removal of broken screws. Screws ex planted completely. Right in the middle of the screw thread broke.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.